Event description:
Per the clinic, the attract magnet was explanted on (B)(6) 2024 due to pain and poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient developed a skin dehiscence with infection and followed by skin breakdown. Subsequently, the patient was treated with oral antibiotics for a duration of 1 week (specific date not reported).